Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not user the audio processor (ap) for a couple of weeks for no specific reason. When he wanted to use it again there was no hearing sensation with the device.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user did not user the audio processor (ap) for a couple of weeks for no specific reason. When he wanted to use it again there was no hearing sensation with the device. The user has been re-implanted.